Event description:
Healthcare professional reported "rupture" of a saline device. This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date provided as "32 years ago". Continued e1 -- alternate email addresses: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).